Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-may-2018 with the following findings: the pump's black box showed an occlusion alarm with high force. The pump performed the prime steps with no alarms observed. The pump was exercised for 24 hours with no alarms observed. The pump was found to be detecting the correct force. The total daily dose of insulin added up correctly and reflected the user's programmed settings. The pump passed a delivery accuracy test.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring =600 mg/dl with small urinary ketones and polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter stated that the insulin pump experienced frequent, persistent occlusion alarms. The reporter further stated that the patient had abdominal surgery the morning of the reported adverse event and had an epidural for the procedure. This complaint is being reported because the reporter alleged serious injury while on insulin pump therapy associated with a pump occlusion issue. However, diabetes management cannot be ruled out as a contributing factor due to the patient having undergone a surgical procedure the same day as the reported hyperglycemia.